Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was updated to (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. During evaluation a rent was observed within a crease on the posterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related to manufacturing. The device history record (DHR) for the lot number 7334587 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as outlined in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female underwent breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced spontaneous right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2018.